Event description:
An implant card was received for the patient's prophylactic generator replacement. Diagnostics performed with the new generator indicated ok impedance. It was stated that the device was discarded after surgery and would not be available for return for analysis. No additional relevant information has been received to date.

Event description:
Clinic notes were received indicating that the patient was having an increase in seizure-like symptoms, such as head drops. It was further noted that the caregiver would attempt magnet swipes, but the magnet did not help the patient¿s seizure activities. The physician checked and reprogrammed vns, but it was stated ¿will make arrangement for vns to be checked to see if battery needed to be replaced again or the whole unit to be replaced with a newer model¿, indicating that the increase was suspected to potentially be due to vns. It is known that an error message will display upon interrogation if there is a device malfunction or impedance issue. As the device was reprogrammed during this office visit and no anomalies were noted, it was likely the device was functioning as intended. No additional relevant information was received to date.